Event description:
Patient reported since her surgery she has been experiencing pain and swelling. Surgeon stated the tibia and patella are loose and patient needs to be revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
Patient reported since her surgery she has been experiencing pain and swelling. Surgeon stated the tibia and patella are loose and patient needs to be revised.

Manufacturer narrative:
An event regarding loosening involving a triathlon tibial insert was reported. The reported event did not allege any deficiency of the subject tibial insert. Clinician review of the limited information provided found no evidence the patient's situation was device related. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.